Event description:
Customer reports to have received a compromised forced sensor alarm after changing reservoir and batteries. Customer states drive support cap was protruded. Customer's blood glucose was 141 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to compromised force sensor system alarm.